Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that it was suspected that a patient on pd therapy expired while still attached to the a cycler. There were no reported allegations that the death was related to any product related issues. Additional information was obtained through follow-up with the reporting nurse. The nurse confirmed that on (B)(6) 2023 this patient was found deceased still attached to the cycler. The cycler is still in the patient¿s home pending return to manufacturer; serial number is unknown. The nurse stated it is unknown if the patient was still in pd treatment when the patient expired. It was reported that the patient had multiple pre-existing cardiac and vascular conditions. Per the nurse, there were no cycler malfunctions related to the death. Additionally, it was stated the patient was completing pd treatments prior to death without any adverse effects. The nurse indicated that the exact cause of the patient¿s death is unknown, and that the patient¿s end stage renal disease (esrd) death certificate was not available. Also, it was initially reported that no autopsy was being performed. However, the nurse reported that the death is likely due to patient¿s comorbid conditions.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that it was suspected that a patient on pd therapy expired while still attached to the a cycler. There were no reported allegations that the death was related to any product related issues. Additional information was obtained through follow-up with the reporting nurse. The nurse confirmed that on (B)(6) 2023 this patient was found deceased still attached to the cycler. The cycler is still in the patient¿s home pending return to manufacturer; serial number is unknown. The nurse stated it is unknown if the patient was still in pd treatment when the patient expired. It was reported that the patient had multiple pre-existing cardiac and vascular conditions. Per the nurse, there were no cycler malfunctions related to the death. Additionally, it was stated the patient was completing pd treatments prior to death without any adverse effects. The nurse indicated that the exact cause of the patient¿s death is unknown, and that the patient¿s end stage renal disease (esrd) death certificate was not available. Also, it was initially reported that no autopsy was being performed. However, the nurse reported that the death is likely due to patient¿s comorbid conditions.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. However, currently there have been no reported allegations nor is there any objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. Based on the available information, the cause of death can not be determined. The patient¿s esrd death certificate was not available, and no autopsy will be performed. The patient had a past medical history of esrd on pd therapy, and unspecified cardiac/vascular conditions which are likely associated factors for the reported death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.